Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient told caller that the system no longer works but caller doesn't have any details about this. Caller doesn't know how long it's been since system worked. The patient  has inquired about having system taken out but the told that this created risk to the patient. The caller was inquiring the hyperbaric exposure reviewed.